Event description:
It was reported that in preparation for loading upgraded software onto the programmer, the company representative ran the 2090 service diskette. Upon rebooting, the programmer locked up at a logo screen and would not proceed beyond it. The programmer was sent in for service and subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found that the disk drives made noise when turned on and that the radio frequency head had its "uplink amplitude" out of specification.